Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/18/2024, it was reported by a facility representative via sems-06543064 that an ar-3355-4050 scope got nicked by a shaver and was damaged. This occurred during use in a case with no patient impact.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3355-4050 serial/batch number 1921519 was received for evaluation. The visual evaluation revealed that the shaft's tip was damaged. According to the complaint, "the scope was nicked by a shaver and subsequently damaged." The observed failure is most likely due to misuse by the end user.